Event description:
The hospital reported that during a coronary artery bypass procedure, when the hs iii proximal seal was deployed and the delivery device was removed, excessive bleeding was noted. However, the exact amount of bleeding was noted. However, the exact amount of bleeding is unknown. The position of the seal system was adjusted and the situation did not improve. The seal was removed and a competitor's device was used. Bleeding was noticed again with the competitor's device. The hospital reported that there was calcification in the patient vessel; however, the amount of calcification is unknown. The patient's aorta diameter was over 2.5cm, blood pressure was over 55mmhg. The patient did not require a blood transfusion. The procedure was delayed by 30-40 minutes.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage. There was a significant amount of blood on the delivery device, inside the delivery tube. There was evidence of blood on the exterior of the loading device. The delivery device was returned outside of the loading device. The tension spring assembly, anchor tab and seal were outside the devices. The seal was completely unraveled. The green slide lock was unlocked and white plunger was depressed on the delivery device. Based upon the evaluation results, the reported complaint was confirmed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).